Manufacturer narrative:
Medical device: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-01-31. UDI #: (B)(4). Mfg date: 2016-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power disconnects. One battery did not provide power and another had a crack on the cable. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two batteries were not returned for evaluation. Controller log files were not available for analysis; therefore, the reported "power disconnects" event could not be confirmed. The reported "no power" event could not be confirmed due to insufficient evidence. Visual evidence provided by the site revealed a tear on bat213393's output cable. As a result, the reported "cracked cable" event was confirmed. The most likely root cause of the damaged cable event can be attributed to wear and/or handling of the device. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnect alarms can be attributed, but not limited, to momentary disconnections and/or battery malfunctions. Events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or a soldering defect. Battery bat584120. Device evaluated by MFR: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.